Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report a failed sensor. Upon removing the sensor, patient noticed the wire was missing. The wire was neither visible above his skin nor attached to the sensor adhesive. Patient believed the wire to be underneath his skin. Patient did not insert the sensor himself and was unable to confirm whether there had been a deployment issue. Patient reported experiencing some swelling at the insertion site but no infection, and no medical intervention was required. Patient was fine at the time of his call to dexcom.